Manufacturer narrative:
Physio-control performed an evaluation on the device and observed proper device operation through functional and performance testing. Physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.

Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. A physio-control clinical specialist examined the circumstances of the event and concluded that the reported bruising, as well as small abrasion, was a common and acceptable consequence of performing CPR and would not have influenced the patient's outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event they used their truecpr coaching device and observed that the chest pad slid around on the patient's chest. The customer also observed some bruising and an abrasion on the patient's chest in the area where the device was located. Additionally, the customer stated that they were not getting good depth readings during the event. The patient, a (B)(6) male, survived the event. After a review of the device data download, it was observed that although proper compression depth was being achieved, the device was indicating that the depth was too shallow which would prompt the user to push harder to achieve a deeper compression depth.